Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and was acceptable. The qc recovery was requested but not provided. The customer stated they experience ise qc issues frequently. The alarm trace had an abnormal probe sucking error. This is an indication of possible poor sample quality. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found a missing o-ring that was causing a leak and defective electrodes. He put in a new o-ring and replaced the electrodes. Checks and qc were performed and were acceptable except urine cl, customer will not run urine on this analyzer. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na for gen.2 and gluc3 glucose hk results for two patients with the cobas 6000 c501 module. The initial na result was <60 mmol/l. This result was reported outside the laboratory and the physician requested a repeat. The repeated na result was 132 mmol/l and was deemed correct. The initial glucose result was 360 mg/dl. This result was reported outside of the laboratory and the physician requested a repeat. The repeated result was 60 mg/dl. The second repeated result was 360 mg/dl and was deemed correct. The electrode/reagent lot numbers and expiration dates were requested but not provided.